Event description:
The lay user/pt contacted lifescan (lfs) customer service on (B)(4) 2009 alleging that her onetouch ultra meter read inaccurately high compared to her husband's meter. During the customer service call, the pt developed symptoms and the call ended early. The medical surveillance specialist (mss) spoke with the pt on (B)(6) 2009 to obtain/verify the following info: approx 2 hours before the pt contacted lfs on (B)(6) 2009, the pt obtained blood glucose results of "224 mg/dl" with the subject meter and "130 mg/dl" on her husband's non-lfs meter: the tests were performed "close together". At the time of the tests, the pt was not symptomatic and she did not take any medications after the tests. She claimed that 2 hours after the tests were obtained, she started to feel warm, dizzy, and shaky. The pt felt that she may have not eaten enough earlier in the day, which caused her blood glucose levels to go low. The customer service rep (csr) offered to contact emergency medical services (ems) but she declined: instead, her husband got on the phone and stated that he needed to get her blood glucose levels up so the call ended early. When the mss spoke with the pt, she indicated that her blood glucose was "30 mg/dl" on the subject meter when she was symptomatic and that her husband treated her with some orange juice with sugar. The pt felt better afterwards and did not receive any other forms of treatment. Based on statistical methodology, the calculated difference of the results exceeded the expected value of <30%. Since the initial call with customer service ended early, troubleshooting was not completed; therefore, it is unk if the reported issue could have been resolved with training. There is no indication that the product caused or contributed to an adverse event. The pt indicated that she did not eat enough prior to the reported hypoglycemic event. The pt's symptoms and treatment also correlated with the reported "30 mg/dl". However, this complaint is being reported because "224 and 130 mg/dl" results did not meet lifescan's accuracy criteria.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.